Manufacturer narrative:
It is unknown if the device will be returned for evaluation. Without the return of the sample a comprehensive failure investigation cannot be performed, and a cause cannot be determined.

Event description:
The event occurred on an unspecified date and involved a plum 360 infusion pump, where it was reported the bag emptied early. The pump showed a reading of 600-648 ml infused, but the bag of total parenteral nutrition (tpn) was already empty, the infusion started with 1000 ml. The device was updated with new software and unknown if this is related to this error. The issue was resolved when another pump was used. There was patient involvement, however no report of patient harm.

Event description:
Additional information received by the customer stating, there is a bag with a specific amount of fluid that is programmed to run at a specific amount of time. The bag is ultimately being emptied before that time is reached and the pump is indicating that the amount of fluid that was ultimately pumped is significantly less, than the amount that is supposed to be in the bag. The reporter stated this gives the impression that all of the fluid is being infused into the patient quicker than expected. It was also stated that there was no change noticed in the rate being changed across the infusion, but that shouldn¿t misalign with the volume in the bag and when it empties. At one point it was reported there may be an issue with the b port but all of the total parenteral nutrition (tpn) infusions are on the a port. There were no alarms that indicate the bag was empty before the pump infusion was complete as being reported by the nursing staff for tpn infusions. The following are a few alarms that were seen and unsure if it could be a source of this issue: n185 prox occl a at startup, alarm description: n232 prox air a, alarm description: n190 prox occl a/air.

Manufacturer narrative:
Additional information in b5.correction in b5 amount infused 600-645ml.

Manufacturer narrative:
The device was received for evaluation, the event alarm log history was downloaded and sent to research and development (r&d) for analysis. Equipment used. Saline bag lot # 5604784, primary plum set list # 14679-28 lot # 5151926, secondary plum set list # 14230-28, lot # 5841433. Begin testing by performing the preventive maintenance inspection / testing on the device. Device passed visual inspection. No evidence of physical damage or contamination. Device passed all pvt tests most notably the volume accuracy test results are 20.21 ml, volume accuracy of 98.96 %. Programmed perceived customer protocol of rate = 200 per tsm and vtbi of 1000 ml (customer reported amount). Saline bag has approximately 2,375 ml of fluid in when test started. Results of perceived protocol are volume infused = 1,010.95 ml infused. Volume accuracy of 98.92 %. Verified that the error alarm codes n185, n232, n190 were all present in the event alarm logs. During pvt testing and running of the customer protocol the device did not alarm with any of these alarms that customer stated were present in the event alarm logs. Device functioned as specified. The alarms were confirmed but not duplicated in testing. Analysis summaries from r&d evaluation of device from 08/24/2022 to 08/25/2022 engineering evaluates the pump delivered accurately within design tolerance. The n230 proximal air alarm is consistent with the line a bag running dry. The actual delivered volume is lower than the expected by 63.5 ml which, while a noticeable quantity, is still only 2.9% of the total volume and, thus, within design tolerance. Engineering evaluates the 63.5 ml delivery delta is what the customer complaint was in view of so, to that extent, the complaint is confirmed. Because the delta % was within design tolerance, the pump is evaluated as operating correctly. Note that both line a & b were initially in the cca:ecu but when line a was moved to the cca:ped, line b remained in the cca:ecu. Evaluation from 08/25/2022 to 08/26/2022 engineering notes that the pump displayed low battery alarms 6 times during the day, while the pump was being run on battery. The event/alarm log report does not provide detail to determine if this is due to user action (not permitting time for battery to recharge) vs battery or charger behavior (not charging per design). Engineering evaluates the pump delivered accurately within design tolerance. The n232 proximal air alarm is consistent with the line a bag running dry. The actual delivered volume is remarkably consistent with the programmed rate (within 2 ml per 1000 ml delivered). The customer¿s complaint could not be confirmed. Evaluation from 08/26/2022 to 08/28/2022 engineering notes that the pump displayed low battery alarms 16 times during the 2 days, while the pump was run on battery. The event/alarm log report does not provide detail to determine if this is due to user action (not permitting time for battery to recharge) vs battery or charger behavior (not charging per design).engineering evaluates the pump delivered accurately within design tolerance. The n230 proximal air alarm is consistent with the line a bag running dry. The actual delivered volume is quite consistent with the programmed rate (within 4 ml per 1000 ml delivered), though the length of the infusion (delivering over 4.4 liters) was such that the cumulative delta by the end was 17 ml and could have been visible. Engineering evaluates the 17.2 ml delivery delta is what the customer complaint was in view of so, to that extent, the complaint is confirmed. Because the delta % was within design tolerance, the pump is evaluated as operating correctly.

Event description:
Additional information received from the customer stating there was no delay in therapy and no medical intervention needed. There was no change in patient status. The infusion set up was total parenteral nutrition (tpn) on the primary line and lipids infusing on the secondary line. The bags were empty when the issue was noted when it was expected to have at least 50ml left due to there being at least 50ml of over fill in the tpn bag. The issue has not been resolved and the pump has been sequestered.

Manufacturer narrative:
The device has been received for evaluation, however investigation is still pending. D9: date returned to manufacturer 9/21/2022.